Manufacturer narrative:
The dextrus 60 model 4137 was not returned. The analysis is thus based on the evaluation of the returned dextrus 53 model 4136. Upon receipt, the lead was found cut 62 cm proximal to the lead tip. Only the distal lead fragment with inserted locking stylet was available for analysis. In the course of the inspection, signs of abrasion were noted along the lead fragment. The insulation was still intact in these regions. Furthermore a stretched and deformed lead body with pulled out lead tip was noted, as well as broken insulation in several regions. The characteristics of the damages indicate mechanical stress during the explantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis of the returned lead fragment did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific provided the following information: this lead was explanted due to intermittent spikes in impedance and oversensing. Should additional information be received, this file will be updated.